Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that extractor asnis iii for screws:ø5.0mm ao fitting was alleged of issue s-18 (instrument breakage identified out of surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too much mechanical force during screw removal, unknown surgery though as the defect was found during the loaner instrument set inspection . The device inspection revealed the following: the tip of the returned extractor is indeed broken off. The close up views, done by the microscope, indicating though that the surface of the breakage is homogenous which again indicate conformity to the given specification. We determine a possible tip breakage prior to inspection of the loaner instrument set (during prior use). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of extractor broke. According to sales rep, the problem was not seen during the operation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of extractor broke. According to sales rep, the problem was not seen during the operation.